Event description:
The customer indicated that the ortho provue analyzer interpreted a weakly positive test reaction as negative. The customer visually inspected the results and confirmed the reactions in the microtubes were positive. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site and performed camera adjustments and preventative maintenance to return the instrument to expected operation. Qc testing was acceptable. This customer has not logged any complaints against this analyzer since this incident. The incident was isolated.